Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a manufacturer representative that reported that the patient was unable to charge the battery and the implantable neurostimulator was flipped. There were no known factors that may have led or contributed to the issue. On the date of the revision, an impedance test was performed and all impedances were within normal range. The surgeon flipped the battery for proper placement and confirmed that the logo was facing outward during the revision surgery. The issue was resolved the time of the report. All original products remained in place and were working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that the patient had a flipped battery and was awaiting an appointment with her surgeon for a revision.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2016. It was reported that the patient was having difficulty and was unable to recharge. The patient was only getting 2 coupling bars at most during recharging. Repositioning the antenna did not resolve the issue, and they didn't have another implantable neurostimulator recharger to try to use. The manufacturer representative could feel all corners of the implantable neurostimulator and it wasn't too deep. The implantable neurostimulator pocket healed well. An x-ray was performed and it was determined that the implantable neurostimulator had flipped. The recharging difficulties began around (B)(6) 2016, but the patient also indicated that there had been charging problems since implant. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.